Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experience continuous elevated blood glucose (bg greater than 400 mg/dl) and there was an increase use of insulin. Customer reverted to using an alternate pump for insulin therapy. Although multiple attempts were made to contact the customer for additional information, customer did not reply.